Event description:
Pt with left femoral neck fracture underwent left bipolar hip prosthesis procedure. After glue was inserted, pt took 3 deep sighs and respiratory rate slowed to 5 breaths per min. Bradycardia treated with atrophine. Unable to measure blood pressure. Treated in or, and transferred to coronary intensive care unit at 1145: pulse 146, blood pressure 56/20, respiratory rate 20. Pt expired at 1320. Medication treatment was not successful. Note: investigation still in process, however, because of the circumstances facility feels this case may be reportable.